Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers 3006705815-2019-02118, 1627487-2019-06601. It was reported that patient was not receiving effective stimulation from their scs system. In turn, the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers 3006705815-2019-02118, 1627487-2019-06601.

Manufacturer narrative:
The report of ineffective therapy was not confirmed. Analysis of the lead found no broken wires and it passed continuity and output resistance testing. The terminal end of the lead had setscrew indicators on the appropriate contact suggesting that the lead was properly secured and there was no evidence of lead pull out.